Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the medication would not come out of the bd integra¿ syringe's detachable needle during use, and instead "squirted" out of the syringe.

Event description:
It was reported that the medication would not come out of the bd integra¿ syringe's detachable needle during use, and instead "squirted" out of the syringe.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the medication would not come out of the bd integra¿ syringe's detachable needle during use, and instead "squirted" out of the syringe.

Manufacturer narrative:
Correction: the awareness date has been updated via call from customer. The following information has been corrected. Date received by manufacturer: 2019-01-18.